Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one temperature sensing catheter was received. Visual evaluation of the sample noted no obvious defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40 .the balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. Active length of the catheter balloon was measured (0.7280") and found to be within specification (0.60" - 0.90") . The catheter measured to be 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that it was difficult to deflate the balloon during a pretest.